Event description:
The prod was used during a lung resection prodedure. Reportedly, the instrument did not fire & was difficult to open. The surgeon was able to remove the instrument without any pt injury.